Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for joint pain/arthritis and n on-malignant pain. It was reported that the implantable neurostimulator battery is depleting even when the patient is not using it. The patient indicated that this started happening in the last couple of months, and that it never happened before then. There was conflicting information that indicated that the event had been happening in the last 4-5 weeks since she had last recharged her device. The event date was confirmed to have occurred in 2019. The patient used to have her stimulation on all night, but now she does not have stimulation on at night anymore. The patient also has stimulation on very little during the day. She only needs stimulation on during the day when she is on her feet, and she is not on her feet much anymore. The patient also mentioned that she has to turn stimulation up to almost the max setting to feel stimulation. No trauma or falls were reported. The patient had an appointment with her health care provider scheduled for the day of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their physician could not help them. They stated that their controller did not show that the battery was low, but they changed the battery anyway. The patient noted that since changing the controller battery, they have not had trouble. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the issue of their stimulation running down has not been resolved. They stated that it is impossible to find a physician to schedule an appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a problem a while back about her stimulator running down whether it was on or not. Patient reported she was in the hospital and it was half charged and when she left, the stimulator was barely one.